Event description:
Material #: 309653, batch#: 3353416. It was reported by customer that a black particulate was identified in a cell cryopreservation bag, matching the colour of the syringe plunger that was in-use at the time to transfer liquid into the bag. No other materials coming in contact with cells have black coloured plastics aside from bd syringes. Sample is available, however, particulate is suspended in biohazardous material. There were no adverse events or injuries related to this complaint. Bd syringe 309653 50cc luer-lok 40 pk. Lot# 3353416. Verbatim: rcc received a complaint via community. Pir attached. A black particulate was identified in a cell cryopreservation bag, matching the colour of the syringe plunger that was in-use at the time to transfer liquid into the bag. No other materials coming in contact with cells have black coloured plastics aside from bd syringes. Sample is available, however, particulate is suspended in biohazardous material. Bd syringe 309653 50cc luer-lok 40 pk. Lot# 3353416.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Additional information received there were no adverse events or injuries related to this complaint. Material #: 309653 batch#: 3353416 it was reported by customer that a black particulate was identified in a cell cryopreservation bag, matching the colour of the syringe plunger that was in-use at the time to transfer liquid into the bag. No other materials coming in contact with cells have black coloured plastics aside from bd syringes. Sample is available, however, particulate is suspended in biohazardous material. Bd syringe 309653 50cc luer-lok 40 pk lot# 3353416 rcc received a complaint via community. Pir attached. A black particulate was identified in a cell cryopreservation bag, matching the colour of the syringe plunger that was in-use at the time to transfer liquid into the bag. No other materials coming in contact with cells have black coloured plastics aside from bd syringes. Sample is available, however, particulate is suspended in biohazardous material. Bd syringe 309653 50cc luer-lok 40 pk lot# 3353416.

Manufacturer narrative:
(B)(4) follow up it was reported there was a black particulate identified in a cell cryopreservation bag. As a sample could not be returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a bag with a dark colored speck in solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 3353416. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.